Event description:
As reported by the edwards clinical specialist (cs), during the transfemoral tavr procedure, the first 26mm sapien valve was prepped and positioned in a 50:50 position, however, final deployment was 50:50 on the left cusp and 20:80 ventricular on the right cusp. The post deployment echocardiogram showed the valve was ventricular with no central or paravalvular leak noted. Per report, great coplanar positioning could be seen with fluoro images. In order to troubleshoot, the decision was made to implant a second valve. The second 26mm sapien valve was positioned 5mm aortic as compared to the first sapien valve and was deployed in a 50:50 position. A repeat echocardiogram was performed and confirmed the valve did not have central and/or pvl leak. The patient was noted to have tolerated the procedure well and have left the cath lab in stable condition. Additional information provided by the cs indicated that the patient¿s aortic valve was moderately calcified, the aortic root was mildly calcified, the ejection fraction was 60%, the sinotubular junction (stj) measured 27mm and the sinus of valsalva (sov) measured 33mm. In addition, the image intensifier angle was reported to be good, coaxial alignment of the delivery system and valve was poor, ventilation was held during deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, it appears that patient and procedural factors appear to have caused or contributed to the tilted valve deployment (50:50 on the left cusp and 20:80 ventricular on the right cusp). Per report, the patient¿s valve, leaflets and aortic root were mildly to moderately calcified; the coaxial alignment was less than optimal. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.